Event description:
It was reported by the customer that the pyxis medstation es main drawer 2.2 consistently malfunctions whenever nursing personnel attempt to retrieve a medication stored within it. This results in the drawer entering a maintenance required status, preventing nursing from successfully accessing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failure. A field service engineer replaced the enhanced half height drawer, along with the pyxibus and drawer controller boards, successfully resolving the issue. The system functioned as intended after field service engineer troubleshooting.